Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that stable angina, restenosis, and atrial fibrillation occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the first right posterior lateral branch (1st rpl) with 85% stenosis and was 21 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with symptoms of ischemia (angina) and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Two days after, the subject was referred for coronary angiography and revascularization was recommended. Angiography revealed 90% stenosis noted in 1st rpl branch which had previously placed study device and was treated with percutaneous coronary intervention (coronary stenting, percutaneous transluminal coronary angioplasty (ptca), drug balloon dilatation). Post intervention residual stenosis was noted to be 0%. The event was also treated medically. Five days later, the subject was discharged from the hospital. At the time of reporting the angina was considered to be recovering/resolving.